Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the viewing station of the imaging system fuses and din rail were replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that the fuses on the imaging system were blown. This issue happened outside of a procedure. No additional information was provided.

Manufacturer narrative:
The din rail for the viewing station of the imaging system was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.